Manufacturer narrative:
The reported suturefix ultra anr xl for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bone quality not adequate. Incorrect preparation of insertion site. Patient not following post-operative instructions. The IFU was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a right acetabular labrum repair surgery, there was a mislocation of device/labrum failure. The anchor pulled out. The failed device was removed and a backup device was used to complete the procedure. An additional bone hole was required. There was no significant delay and no patient injuries were reported and the patient is recovered. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.